Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. It was unable to verify the motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the rewind, basic occlusion test, prime test and displacement test. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure while she was sleeping. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.